Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections d1, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a drawer that was not communication. The field service engineer rebooted the station, cleaned the electronic drawer, power supply, cleaned debris from bottom edge of back panel and reseated loose drawers and drawer cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es had a drawer was not communicating when a user was tried to remove medications for a patient. The user was able to get medications from another station or pharmacy when needed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer that is not communication. The field service engineer rebooted the station, cleaned the electronic drawer, power supply, cleaned debris from bottom edge of back panel and reseated loose drawers and drawer cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es had a drawer was not communicating when a user was tried to remove medications for a patient. The user was able to get medications from another station or pharmacy when needed. There were no adverse events or injuries reported based on this event.